Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the foot of the device could not be folded. A cut down was performed and the vessel was opened. The foot of the device was then intentionally broken to not enlarge the vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The patient effect of vascular injury (tissue damage) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: an implantation of a stent in the iliac artery was performed and completed via a 7f sheath in the left common femoral artery. The device could not be removed as a result of the foot of the device not folding. The vessel damage was treated with the cut down. There was longer process of wound healing. No additional information as provided.